Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing occurred. Customer experienced hypoglycemia and was hospitalized twice due to the low blood glucose level event. Customer had a low blood glucose event of 49 mg/dl. Customer also reported blood glucose level of 58 mg/dl. Customer's blood glucose level was 145 mg/dl. Customer was hospitalized on (B)(6) 2021. Customer was treated with glucose. Customer passed the self-test and displacement test. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will continue use of the device.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.